Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant on (B)(6) 2019, physician was unable to implant the lead due to the anatomy of the patient. Physician attempted multiple time to implant the lead but unable to get through the scar tissue. The case was abandoned.